Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic re-do gastro-jejunal anastomosis procedure, the tissue was cut but device was firing without delivering staples that resulted to tissue loss and extended incision.